Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. H6 codes: health effect - clinical code problem code: e2402 "smell blood"/ code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581. Appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient¿s cgm displayed a glucose reading of 40 mg/dl. A fingerstick blood glucose test measured 96 mg/dl. It is unknown whether the patient self-treated at that time. A few minutes later, the patient reported feeling hyperglycemic, experiencing pressure in the head, a mild headache, and described smelling blood. The patient was transported to the hospital by her daughter. Upon arrival, a fingerstick blood glucose measurement showed 580 mg/dl, while the cgm continued to display 40 mg/dl. According to the patient, they experienced diabetic ketoacidosis (dka). The patient was treated with intravenous insulin and fluids. The attending physician also advised adjusting the patient¿s insulin dose, though the patient could not recall the specific amount. The patient was discharged after approximately 30 minutes. At the time of this report, the patient was described as stable and feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values taken upon onset of symptoms fall within the b zone of the parkes error grid. The reported glucose values taken at the hospital fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.